Event description:
The customer stated they had been receiving blood glucose results in teh 200's mg/dl for the past couple of weeks. The customer was feeling low but the results were high. The customer fell and hit their head and broke their hip. They was found by neighbors about 1 1/2hours later. Paramedics were called and they were rushed to the hosp. Their blood glucose was low and they were given a saline IV and glucose. Controls in use were expired. A request was made for the return of the suspect device and replacement product was sent.